Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on january 29, 2020. H3 (device evaluation anticipated by manufacturer ¿ a second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11). All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes (10, 11, 3331, 3259, 25). Method code #1: 10 - testing of actual/suspected device. Method code #2: 11 - testing of device from same lot/batch retained by manufacturer. Method code #3: 3331- analysis of production records. Results code: 3259 - improper physical structure. Conclusions code: 25 - cause traced to manufacturing. The affected sample was inspected upon return to confirm a substance in the venous inlet port, not damage to the port. The port was removed from the lid and sent for ftir analysis. The material was identified as polydimethylsiloxane (silicone)which is being used in the cr filter assembly. A representative retention sample was reviewed and found to have no build up on the product. A general training has been conducted with production staff to raise awareness to this issue. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during a non clinical activity, a venous connector was found to be damaged. No patient involvement.